Event description:
It was reported that this patient was informed that one of their leads was not functioning well and the patient had to go to a specialist who was working with the lead. The lead was not specified. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).